Manufacturer narrative:
There was no device deficiency reported. Nerve injury is a known complication of catheter ablation procedures.

Event description:
A report was received of gastric dilation following a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation. The pvi procedure was performed without incident and the patient was discharged the day following the procedure. The patient returned to the hospital the day after discharge complaining of symptoms, which were reported to be at the mildest level. Gastric dilation was diagnosed through x-ray, CT, and gastroscopy. Angiography ruled out ischemic gastric dilation, so the gastric dilation was considered to be paralytic as a result of the pvi procedure. The patient was hospitalized and treated with 4-5 days of fasting with medication. The patient has been discharged after resolution of the gastric dilation.